Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2021. The patient reported that they had complications during surgery and had just came home from the hospital yesterday. They reported that the patients wife changed the batteries in the ens as they felt it was not working well enough. They said its working better now. No device issues were reported.